Manufacturer narrative:
Establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that; the patient experienced infusion set cannula was bent event on (B)(6) 2026 led to hyperglycemia and treated with insulin pen.